Manufacturer narrative:
Additional information was added : the device was manufactured from july 9, 2019 - july 11, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye which found the bladder had been ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have potentially caused the rupture problem. As a result, no signs of abnormality were found from the ruptured bladder. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. There was no patient involvement. No additional information is available.